Manufacturer narrative:
(B)(4).

Event description:
While doing a revision case, the second endoanchor was mis-deployed. A 32mm heli-fx guide was being used along with the 18fr heli-fx applier. The mis-deployed endoanchor was snared out. 9 other anchors were deployed correctly. It was a difficult position and it was believed that first stage deployment was adequate but at advancement to second stage, mis-deployment occurred. There was no evidence of a device malfunction or performance issue. It was noted that the imaging was high quality. The mis-deployed endoanchor was snared out and the case was completed successfully. No clinical sequelae were reported and the patient is fine.